Event description:
It was reported that the patient presented for a preoperative diagnosis. It was revealed that the left ventricular (lv) lead was not functioning. The lv lead was capped and replaced. The patient's condition is unknown.